Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 2.50mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon sheared off. The detached balloon was trapped inside the guide catheter to prevent its migration into a coronary vessel and was successfully retrieved. No patient complications were reported.